Event description:
The interior of the catheter hub has a defect that reduces the size of the internal lumen. The physician could introduce the syringe into the catheter. The catheter had incompatibility/fit with the syringe.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that the catheter had incompatibility/fit with the syringe. The interior of the catheter hub has a defect that reduces the size of the internal lumen. The physician could introduce the syringe into the catheter. One cordis non sterile 4f diagnostic catheter was received coiled inside a plastic bag. Internal damage/crack was observed in the luer hub. An indentation, which appears to have occurred from the outside-in, was observed in the hub's inner ring; a piece of material was observed hanging by the indentation. Kinks were observed at 52 cm, 66.5 cm and 67.5 cm from the strain relief. No additional anomalies were observed in the sample received. A syringe (lab sample) was attached to the hub of the catheter. Subsequently, as per dp (B)(4), a leak test was performed. No leakage was observed at the syringe-hub connection. Sem results showed that the internal surface of the hub presents evidence of a force which apparently moved the hub material from proximal to distal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Luer hub incompatibility/fit-with syringe was not confirmed; however, hub damage (crack) in the sample received was confirmed. The cause of the crack is being considered a manufacturing-related issue. Dpra (B)(4) was generated to address this failure mode. The root cause for the kinks observed in the catheter's body could not be conclusively determined as manufacturing related. Controls are in place to verify kinks in the catheter body ((B)(4)). Handling, storage process and/or shipping conditions of the unit received for analysis may have contributed to the kinks observed. Therefore, no corrective action will be taken at this time for this failure mode. The complaint of luer hub incompatibility/fit-with syringe was not confirmed; however, hub damage (crack) was confirmed. The cause of the crack is being considered a manufacturing-related issue. Dpra (B)(4) was generated to address this failure mode.